Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device activates an "overtime" alarm while running. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 30-jul-2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. During the visual inspection, it was found that the reservoir cover had internal cracks in all four corners, the membrane was damaged, and power cord warning label were missing from the unit. It was also found that the heater showed signs of oxidation. During the repair, it was observed that the pump pad was melted. The switch label and pump pad were replaced. The heater was replaced to prevent future problems. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.